Event description:
Customer allegedly received the following readings on the advantage system within 10 minutes: 200 mg/dl, 450 mg/dl, and 365 mg/dl. Customer stated that he is unsure whether the strips were expired at the time of the readings. No actions taken based upon meter readings. No adverse event reported. Requested return of suspect device and strips; however, customer has discarded strips. Replacement was sent.

Manufacturer narrative:
Reporter no longer has the strips.